Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter and the pump are not synched. Customer's blood glucose was 40 to 78 mg/dl at the time of incident. Customer treated with glucose. Troubleshooting advised customer to have the pump and the meter close to each other, so that their doctor can read the reports. Troubleshooting also advised customer on how to upload to carelink. Customer indicated that they will contact their doctor. Customer declined to troubleshoot their low blood glucose.